Event description:
It was reported that the bmw guide wire was across the lesion in the fistula. A voyager balloon was advanced over the guide wire and used successfully. During removal of the balloon, the bmw guide wire was found to be stuck to the balloon, which resulted in the devices being removed together as one unit. In this case, on the back table after the procedure was over, an attempt was made to separate the guide wire from the balloon, which took a lot of force and resulted in the balloon tearing. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Used in fistula. Factors which can contribute to difficulties removing the balloon dilatation catheter (bdc) from the guide wire include, but are not limited to, obstructions in the guide wire lumen, contrast/blood buildup, kinks, bends, handling, or damages to the guide wire or catheter. The design of low profile devices has resulted in minimal clearance between the guide wire and the balloon catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the guide wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the wire and/or guide wire lumen. It is likely the guide wire was damaged during the procedure as there was no reported damage noted during the inspection prior to use. Additionally, there was no reported resistance or difficulty experienced during the procedure. The guide wire and the balloon catheter were not returned which could have aided in the investigation. As it was reported that the guide wire was being used in the fitsula, it should be noted that the instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it could not be determined if using the guide wire in the fitsula contributed to the reported difficulty to remove the balloon catheter off the guide wire. Overall, the reported difficulty removing the balloon catheter over the guide wire appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. To ensure that difficulty to remove does not result a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.